Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm and stopped. Pump was started about 4pm and supposed to be disconnected wednesday. Reviewed total given- 422.85ml (since december). This event occurred at patient's home and was operated by a health professional. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Corrected data: d4 UDI number no product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.